Event description:
As reported by edwards implant patient registry (ipr), approximately 6 years 8 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient's valve was explanted, and a surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation and medical records. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. Review of the medical records revealed the patient had been admitted to the hospital for worsening shortness of breath (sob). Subsequently, the patient was worked up for coronary artery bypass graft (CABG) and then had the procedure where the sapien 3 valve was explanted, and a surgical valve was implanted. The reason for the explant was severe aortic insufficiency (paravalvular leak). The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak and device explants are listed as potential risks associated with the use of the transcatheter heart valve (thv), delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was confirmed from the medical records. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training manual revealed no inadequacies. As reported, "approximately 6 years 8 months post-tavr procedure, the valve was explanted due severe aortic insufficiency (paravalvular leak (pvl)), and surgical valve was implanted." Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, review of the medical records revealed "calcification was noted anteriorly just above the annulus. There was a gap between the tavr valve and the aorta at the commissure of the left and right cusps." It is possible that the combination of cardiac remodeling over time and calcium formation in the proximity of the annulus resulted in paravalvular leak (pvl). As such, available information suggests patient factors (cardiac remodeling and calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.